Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for high blood glucose levels. The customer's blood glucose was 400 mg/dl at the time of the hospitalization. The customer mentioned dehydration as another cause of the hospitalization. The customer stated that, after being released from the hospital, she saw the cannula was bent and that she changed the infusion set. However, her blood glucose levels were still running high after the infusion set change. Customer stated that she would call back later. Customer stated she felt sick. The customer also mentioned receiving a no delivery alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).